Manufacturer narrative:
Date rec'd by MFR: 17jun2019. Date of report: 18jun2019. A visual inspection of the of the data acquisition printed circuit board assembly (da pcba) reveald no evidence of damage or contamination. During testing of da pcba, the reported event could not be duplicated. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and the issue was resolved.

Event description:
It was reported that the unit failed pressure accuracy testing at the low range. There was no patient involvement. Event date not specified, estimate used.